Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient that has a brain tumor had a seizure. Upon review of the electrogram (egm) there was concern if the patient was in a true ventricular tachycardia (vt) or if the device was oversensing noise from the patient's seizure. Boston scientific technical services (ts) was consulted and discussed that it appeared the seizure and vt occurred simultaneously. Ts noted that the gain of the shock egm was too small to effectively evaluate and the rv egm appeared to be skewed by the muscular effect from the seizure. Ts stated that they would not recommend reprogramming sensitivity at this time due to the patient's condition. Review of the egm found that there was a period of asystole greater than two seconds. The field representative noted that the patient has not been re-evaluated and the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead remain in service. The physician did not have a concern over the device causing or contributing to the patient's seizure. The physician believed that the patient's seizure was related to the patient's brain tumor. It was noted that the patient has since had surgery relating to the brain tumor, which has helped with the seizures.